Manufacturer narrative:
The device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a deployer instrument broke during surgery while using it on a pt. No harm or adverse event to the pt. The post operative x-rays were negative for any foreign bodies.